Event description:
During a turp procedure the surgeon noticed arcing coming from the cutting loop and found the resecto sheath beak had been broken off. Broken piece was retrieved and the remainder of the procedure was cancelled. Pt came back 2 days later and completed the procedure.